Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon mentioned that several colleagues approached him at a recent conference to report an increased incidence of dlk. Additional information has been requested.